Event description:
It was reported that during a laparoscopic lung resection procedure the device locked on lung tissue. The surgeon cut the shaft of the device in half. A second device was fired twice, but the surgeon found it hard to fire. Another device was then used. At this point the sales representative arrived in the or. The representative recommended the surgeon decrease the amount of tissue in the jaws. The case continued without incident with this device. The surgeon completed the transection, cut off the part of the device that was locked on tissue.

Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.